Event description:
The pt tested hi and >500mg/dl on the device in back to back testing. Caller states that customer was given 12 units of regular insulin and an hour later tested 152mg/dl on a lab result. No timeframe reported between lab draw and device results. No adverse event reported. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.